Event description:
The customer's mother reported that the insulin pump kept prompting her to rewind. The customer's mother stated that she called several days before due to a battery out limit. Customer's mother stated that the customer had a blood glucose level over 300 mg/dl since two days prior to the call. Blood glucose level at the time of the call was 454 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specs. No rewind anomaly noted. Unit passed displacement test, rewind, and basic occlusion test, prime test, excessive no delivery test and occlusion test. Unit had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.